Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were having difficulty with their device. Further information received from a healthcare provider (hcp) indicated that the patient came in to see them on the day of the report. The patient had to go to the bathroom "right then," but shortly after the patient stated that they couldn't go to the bathroom because they had to go first thing in the morning. This event was unclear, but it was provided that the hcp was stating that the patient was having urinary complications. It was noted that the hcp also provided that the patient was having pain, but couldn't speak to any further details. There were no further complications reported as a result of this event. The indication for use was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.